Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g. Prior to transport) using a separate, clean collection container for each patient." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Sample not available.

Event description:
It was reported that urine was not draining into the bag. The facility believed that the drainage bag was defective. The drainage bag was replaced and urine was drained.